Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the original implant position of the ipg. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and the ipg was implanted in contact with the patient's collarbone. Since implant, the patient experienced pain. An ipg revision occurred on (B)(6) 2024 for "discomfort and pain in muscle during activity." The ipg was moved from the subpectoral pocket and placed subcutaneously, and there were no complications during the revision.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and the ipg was implanted in contact with the patient's collarbone. Since implant, the patient experienced pain. An ipg revision occurred on (B)(6) 2024 for "discomfort and pain in muscle during activity." The ipg was moved from the subpectoral pocket and placed subcutaneously, and there were no complications during the revision. As of (B)(6) 2024, the patient had not reported any additional pain or discomfort.